Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), product type: lead.

Event description:
The manufacturing representative reported that the proximal electrode on the lead that would have been housed in the implantable neurostimulator (ins) had separated during implant, due to the physician pulling too hard while changing stylet tips. It was noted that the patient had a tight epidural space, which contributed to the physician having to pull harder. A new lead was opened and used at the time of implant, and the broken lead was discarded. The event did not have an effect on the patient; no patient symptoms were reported. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.